Event description:
It was reported that there was a lead perforation and two lead dislodgements. It was also reported that there were high thresholds and no capture. It was questioned if the lead was faulty. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found, however, the outer insulation had a cosmetic cut, the lead was stretched, apparent explant damage was noted, and blood was noted on the distal conductor (not obstructed), the helix mechanism, and the helix mechanism (sleevehead); the analyst noted that the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated; the full lead was returned and analyzed.